Event description:
Follow-up information revealed the patient had a cs myelogram performed and the patient will have a posterior cervical fusion at a future date at which time the scs system will be removed.

Event description:
Follow-up information revealed the sjm representative was notified on (B)(6) 2015, that the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.

Event description:
It was reported the patient was involved in a recent motor vehicle accident. As a result, she is experiencing auto-reducing and painful stimulation. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays are to be ordered and the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.